Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 01/2021).

Event description:
It was reported that during an angioplasty procedure of a lesion in the subclavian vein, the balloon allegedly ruptured after the balloon pressure was increased from 6 atm to 8 atm. Another device was used to complete the procedure. There was no reported patient injury.